Event description:
During follow-up, far-field r-wave oversensing and automatic mode switch episodes were observed. Abbott technical support was contacted and suggested reprogramming the device. No intervention has been performed. The patient was in stable condition.